Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they ran over their insulin pump with their car. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump display is scratched and is difficult to read, although the pump is functioning. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was minor scratched lcd window, scratched keypad overlay, cracked battery tube threads and cracked reservoir tube lip.